Event description:
Disposable novasure equipment had broken piece and was nonfunctional. Discovered after attempt to use on patient. Placed back in box and sent to spd for decontamination and return to purchasing for followup with company. Patient tolerated the procedure well and transferred to recovery in excellent condition.